Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not provided.

Event description:
It was reported that the patient's right ventricular lead exhibited noise and a complaint of "non-function". The lead was removed and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported field event of "non-function' was not confirmed. Analysis was normal. No anomalies were found.